Event description:
Customer reported to sales representative at the tct meeting that they were experiencing luer lock nuts and connection tubing blowing off the syringe during injections.

Manufacturer narrative:
No investigation. Customer has not provided product or product lot number for investigation. If the future, information is rec'd, then the complaint will be re-opened and investigation performed.